Event description:
It was reported that the patient presented in the clinic due to pain and redness around the device pocket. The device was explanted, and during the procedure there was pus noted, due to a possible infection. The leads were also prophylactically explanted, and the patient was stable following the procedure. There is no allegation that any abbott device contributed to the infection.

Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached eri. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The reported event of an infection could not be confirmed.